Event description:
It was reported, post an unrelated surgical procedure where the ipg was not placed into surgery mode, the ipg was no longer able to communicate with external devices. Troubleshooting attempts were unsuccessful in recovering the ipg. Generator logs confirmed the ipg was in 'service app' mode. As a result, surgical intervention may be undertaken to address the issue.

Event description:
Additional information indicates, surgical intervention was undertaken on (B)(6) 2024 wherein the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
Section e1: reporter information updated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.